Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the corresponding author's response to follow-up indicated that the patient was implanted with a 37601 active pc neurostimulator, and 3387 model leads.

Manufacturer narrative:
Hartl, e., botzel, k., mehrkens, j.h., noachtar, s. Seizure reductions outlast dbs explantation. Brain stimulation. 2018; 11: 636-638. Doi: 10.1016/j.brs.2018.01.033. Estimated date of event based on reported explant date. Concomitant medical products: product ID neu_unknown_ext, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: asku; product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: the authors describe the long-term follow up after dbs explantation which supports dbs's assumed neuromodulative mode of action. The authors suggest that neuroplastic changes account for the ongoing symptom relief with gradual symptom recurrence after more than three years post explantation. Reported event: a (B)(6)-year old male patient implanted with deep brain stimulation (dbs) in the anterior nucleus of the thalamus (ant) for epilepsy experienced meningitis with gram-positive cocci and had his dbs system explanted in (B)(6) 2014. Relevant patient medical history included multi-focal drug resistant epilepsy which began after a severe concussion; generalized convulsive; focal seizures, which manifested with loss of consciousness, automatisms and humming; and nocturnal seizures, which encompassed bilateral tonic as well as generalized convulsive seizures with and without enuresis and vocalization. No device specifics could be identified in the literature article.